Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was investigated and the issue was confirmed during qc testing in-house. Noise was detected on the reference channel during this test. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.

Event description:
On (B)(6) 2019,senseonics was made aware of event where user reported that she received a sensor check and a high ambient light alert resulting in a sensor removal.